Event description:
In 2009, the user facility reported to terumo cvs that while administering retrograde cardioplegia solution to a patient during cardiopulmonary bypass surgery, the flexible pvc tubing that is affixed to a bubble trap (air removal device) in the cardioplegia line detached from the bubble trap. The user facility re-attached the tubing during the procedure; however, the tubing did not remain attached. The suspect component was replaced and the procedure was completed without further incident. Terumo reports this event as an "adverse event" because the patient did experience minimal blood loss estimated at 50ml. And action was taken to replace the suspect device to ensure that the patient was not exposed to undue health risk. No other complications were reported and the patient experienced no other ill effects as a result of the reported incident

Manufacturer narrative:
The subject article was returned to terumo cardiovascular systems for analysis in an effort to ascertain the cause of the reported event. Upon receipt of the suspect article, terumo adhered to proper handling policies and decontaminated the unit accordingly. Following decontamination, the device was visually inspected and the results of the visual examination revealed that the tubing was in fact detached from the bubble trap to which it is to be adhered-thereby indicative of a confirmed component/subassembly failure. The suspect articles did exhibit residual amounts of bonding agents, thus indicating that the articles were appropriately bonded at the time of manufacture. Terumo concludes that the device failure did occur and is related to the reported event-however, the investigation did not conclude why the failure occurred, and therefore a final conclusion is not rendered. If additional information is obtained, follow-up report(s) will be submitted.